Event description:
Patient's mother reported patient went to the ICU yesterday with a diagnosis of dka. Mother stated the pump is not delivering the insulin. Mother reported the patient began vomiting and his boss took him to a med check clinic where the transported him to the hospital. Mother stated the removed the pump in the ER and the staff discarded the infusion set. Mother reported patient was treated with an insulin drip and remains in the ICU. Mother alleges a delivery issue. Mother stated the pump seems to not be delivering insulin. Cartridge was also discarded. The alleged pump was stolen out of the patient's mail box and will not be returned; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.